Event description:
The mother of the patient stated that the patient's infusion set tubing completely separated from the housing end near the site connection. The mother stated that the patient noticed that the tubing was "hanging" from the infusion device in 2007. The mother stated that she changed the infusion tubing for the patient and no physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.